Manufacturer narrative:
The insulin pump functioned properly during priming test, excessive no delivery test and displacement test. There was no excessive no delivery alarm or bolus anomaly during testing. The insulin pump was received with minor scratches on the display window. (B)(4).

Event description:
Customer's mother reported via phone call excessive no delivery alarm and high blood glucose. Customer's blood glucose level was 468 mg/dl. Customer treated their high blood glucose with a manual shot. Customer's mother advised the no delivery alarm occurred during the middle of a bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.